Manufacturer narrative:
The meter has been returned to lifescan (lfs) however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of lifescan of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found, the complaint was not confirmed. In addition the test strips were also returned on (B)(4) 2012 but were not tested because the complaint referred to a meter issue only. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter reverted to the setup mode. This complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone for additional information. The patient reported that the alleged issue began on the morning of (B)(6) 2012. The patient informed the cca that he manages his diabetes with insulin (self adjuster). The patient denied taking any action regarding his usual diabetes management regimen as a result of the alleged issue. The patient informed the cca that on (B)(6) 2012 he was "not able to see due to not knowing where his glucose level was". At the time of troubleshooting, the patient confirmed that the alleged issue began after he had replaced the subject meter's battery. The cca walked the patient with confirming meter settings. It was noted that the issue was resolved. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the alleged meter issue occurred. The alleged hyperglycemia can be attributed to use error since the patient did not confirm the meter settings after having replaced the battery as recommended in the owner's booklet.